Event description:
The treating doctor reported that the patient had symptoms of bone loss and tooth mobility; and required bone graft and tooth extraction of tooth #23, 24, and 25. The patient is continuing the use of the aligners and the patient's condition has not improved.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "contraindications - the invisalign system is contraindicated for use in patients with active periodontal disease" and "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that the potential root cause of this event could have been the movement of the aligner caused mobility. Align's clinical review of available records confirms patient's compromised clinical condition prior to treatment. This event is being filed as an MDR as the treating doctor reported that the patient had tooth extraction (serious injury), and the invisalign system aligners were being used.